Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific implant form was received for the patient's right distal femur with reason for surgery noting: "fractured femoral implant stem." With additional notes: "please supply a cemented right distal femur prosthesis. Ha collar. Cemented stem. Femoral resection 50mm proximal to top of current collar. Cemented adult tibial implant. Smiles knee with agluna coating."